Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited loss of capture. A chest x-ray revealed that the lead was slightly pulled back. No patient symptoms were reported. The device was reprogrammed.

Event description:
New information reported stated that the lead was programmed off.